Event description:
The technician alleged the brake will set in to brake but the brake casters will still roll. No injury reported.

Manufacturer narrative:
The technician replaced all brake casters to resolve the issue.